Event description:
It was reported when using the tube sst plh 13x75 3.5 plbl gold brblood specimen collection device the the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "some tubes have the stoppers popping off after the centrifugation.".

Manufacturer narrative:
H6: investigation summary. Bd had not received samples or photos for investigation. Therefore, five (5) retention samples from bd inventory for each lot were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper pop off in centrifuge. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1132625, medical device expiration date: 2022-04-30, device manufacture date: 2021-05-27, medical device lot #: 1166117, medical device expiration date: 2022-05-31, device manufacture date: 2021-07-01. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube sst plh 13x75 3.5 plbl gold brblood specimen collection device the the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "some tubes have the stoppers popping off after the centrifugation."